Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): drain bag indicates it is full, but it is not (device displays error message). A nurse reports a sys message appeared, "cassette full", but the cassette was not full. No pt injury was reported. Attempts were made to reboot the sys 2-3 times before switching out the system. This created a delay of 1 to 1.5 hours.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).